Manufacturer narrative:
Additional information is provided in h.3, h.6 and h.10. Upon review of manufacturing information, based on qa assessment, the product met specifications at the time of release. The customer reported that the system has an illumination issue. At the time of this investigation, customer refused service, hence no service has been performed. This investigation is being pursued at this time using available information. Thus, the customer reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two light units were defective. One was dim and the other was not working totally. No patient harm was reported. Additional information has been requested.